Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device locked up. The device can not be repaired. The customer will be provided with replacement device. Stryker will further evaluate the customer¿s device at the product analyses center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device locked up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to be the disconnected white capacitor wire connector (j18) of the main pcb assembly. The customer's device was archived by stryker. The customer has been provided with replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device locked up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.